Manufacturer narrative:
The customer stated that the advia 2120i with dual aspirate autosampler instrument is performing as expected and that the cause of the discordant red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt) results obtained on the instrument was due to operator error. The customer did not properly mix the initial patient sample prior to running it on the instrument. Running an unmixed patient sample would report a very highly concentrated rbc, hgb and hct result and a low plt result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported discordant complete blood cell (cbc) results on one patient sample that was obtained on the advia 2120i with dual aspirate autosampler instrument. The parameters affected were red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and platelet (plt). The customer reran the same patient sample on an advia 120 hematology instrument and the results were sent out to the physician. The patient's blood was redrawn the next day and the results were normal. The original patient sample was repeated and the results were normal. A corrected report was issued to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cbc results obtained on one patient sample on the advia 2120i with dual aspirate autosampler instrument.